Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was a deformed plunger (rubber stopper). The following information was provided by the initial reporter and translated to english. The customer stated: "when the blood collection device was checked before use, the vent plug structure of the blood collection device was found to be broken. A new blood collection device was successfully used. No one seriously harmed due to blood sampling."

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was a deformed plunger (rubber stopper). The following information was provided by the initial reporter and translated to english. The customer stated: "when the blood collection device was checked before use, the vent plug structure of the blood collection device was found to be broken. A new blood collection device was successfully used. No one seriously harmed due to blood sampling."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/15/2021. H.6. Investigation: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for damaged barrel with the incident lot was observed. The syringe barrel had a severe exterior scrape visible near the collar. The grad lines close to the damage were of shorter length than others on the syringe. Another small scrape was seen near the 2.5ml grad line. The damage observed was rejectable per product specification. Root cause is external supplier damage. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release.